Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was unable to be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system had an error message stating, ¿individual battery failure¿. This issue occurred prior to a case, and another imaging system was used for the upcoming procedure. There was no patient involvement.